Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy on (B)(6) 2022. During the procedure, the clip misemployed, it would not fully close, had to remove the scope from the patient in order to cut the clip off and remove the catheter from the scope. The procedure was completed with another resolution clip. There were no patient complications reported as a results of this event.